Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
During the procedure it was reported patient had a pericardial effusion. The patient had to be reanimated. Multiple attempts have been made to request for additional event information; however, no additional information was available at this time.